Event description:
It was reported that the patient was implanted with a shoulder system. Subsequently, the patient was revised due to dislocation and loosening of the glenosphere. There was harm or injury to patient as the patient had to undergo additional surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. D10 narrative: item: xl-115363. Lot: 66831643. Item name: arcom xl 44-36 std hmrl brng. Item: 405800. Lot: 65757006. Item name: comp. Rev shldr 9 in steinmann. Item: 115370. Lot: 66917424. Item name: comp rvs tray co 44mm. Item: 113648. Lot: 66226600. Item name: comp primary stem 8mm std. Item: 115330. Lot: 66350698. Item name: comp rvrs shdr glen bsplt +ha. Item: 115395. Lot: 66494759. Item name: comp rvs cntrl 6.5x25mm st/rst. Item: 180550. Lot: 66579653. Item name: comp lk scr 3.5hex 4.75x15 st. Item: 180551. Lot: 66602907. Item name: comp lk scr 3.5hex 4.75x20 st. Item: 180551. Lot: 66783776. Item name: comp lk scr 3.5hex 4.75x20 st. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the taper has scratches on the surface and the post as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). G2, country event occurred in: poland. D10 narrative: item: xl-115363, lot: 66831643, item name: arcom xl 44-36 std hmrl brng, d10 narrative: item: 118001, lot: j7569386, item name: versa-dial/comp ti std taper, item: 405800, lot: 65757006 , item name: comp. Rev shldr 9 in steinmann, item: 115370, lot: 66917424, item name: comp rvs tray co 44mm, item: 113648, lot: 66226600, item name: comp primary stem 8mm std, item: 115330, lot: 66350698, item name: comp rvrs shdr glen bsplt +ha, item: 115395, lot: 66494759, item name: comp rvs cntrl 6.5x25mm st/rst, item: 180550, lot: 66579653, item name: comp lk scr 3.5hex 4.75x15 st, item: 180551, lot: 66602907, item name: comp lk scr 3.5hex 4.75x20 st, item: 180551, lot: 66783776, item name: comp lk scr 3.5hex 4.75x20 st. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was implanted with a shoulder system. Subsequently, the patient was revised due to dislocation. There was harm or injury to patient as the patient had to undergo additional surgical procedure. Due diligence is complete. No additional information is available.